Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient fell sometime in 2007; according to him, "right over the pump (on his left side)". About 4 months later, he noticed hardening and swelling around the pump. From that point forward he had no relief from pump. The pump was replaced in 2009; it was noted at that time, that the physician thought the pump was not working. During the pump replacement, the catheter was found to be patent and 2cc's were aspirated before connecting it to the new pump. There was reported to be no patient injury. The patient recovered without sequela. The device system was used to deliver morphine.